Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severely calcified, moderately tortuous proximal to mid left anterior descending artery. The physician advanced an atlantis sr pro imaging catheter and was not able to cross the lesion. The lesion was then predilated with a 2.0x15mm non-bsc balloon catheter before readvancing the atlantis sr pro imaging catheter for intravascular ultrasound (ivus). Then the physician advanced the 2.50x20mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that proximal portion of the stent became lifted up. The procedure was completed with a 2.5x16mm promus element stent. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. The struts on the first row on the proximal end of the stent were misaligned, raised up and bent back facing the tip of the device. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination of the hypotube identified a kink at 437mm proximal to the tip of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at the time of event: 18 years or older.device is combination product.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severely calcified, moderately tortuous proximal to mid left anterior descending artery. The physician advanced an atlantis sr pro imaging catheter and was not able to cross the lesion. The lesion was then predilated with a 2.0x15mm non-bsc balloon catheter before readvancing the atlantis sr pro imaging catheter for intravascular ultrasound (ivus). Then the physician advanced the 2.50x20mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that proximal portion of the stent became lifted up. The procedure was completed with a 2.5x16mm promus element stent. No patient complications were reported and patient's status is good.